Event description:
The manufacturer received information alleging lightheaded and dizziness that are related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging lightheaded and dizziness that are related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufaturer also received humidifier. An internal visual inspection of the device and humidifier was completed by the manufacturer and found a dust-like and contamination on the enclosure top, under the right-side accessory door, on the underside of the door, and at the air inlet. The front panel had a broken retention tab, which was found in the enclosure bottom. Fibrous and dust like contamination on the tubing connector. A small in determinant piece of debris on the enclosure bottom behind the rear panel. An unknown white particle and dust like contamination on the dry box seal. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 18 errors. The device was applied power and the device operated properly. The manufacturer concludes multiple contamination of dust, fibrous, debris, white particles found were external to the device. The manufacturer concludes there was no evidence of sound abatement foam degradation. In this report, section d9, d10, g3, h3, h6 has been updated or corrected.